Manufacturer narrative:
The manufacturer previously reported receiving information in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. Previously this report was submitted as only product problem. Now, the manufacturer received additional information that the patient having dizziness, headaches, nose bleeds, constant sinus infection and hearing loss while using this device. User started experiencing a smell coming from machine. During 2020, user was put on antibiotics 4x to rid of serve sinus infection, but they wouldn't fully go away. It has been hard due to breathing in the fumes and the particles it disrupts my sleep.

Manufacturer narrative:
The manufacturer previously reported receiving information in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging visualization of particles.there was no report of patient harm or injury. The manufacturer received additional information that the patient having shortness of breath/ asthma.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.